Event description:
It was reported that there were concerns about undersensing on this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services were consulted and it was noted that this s-ICD delivered received an inappropriate electric shock due to oversensing and low amplitude. Low shock impedance measurements were also observed. It was determined that the reduction of the impedance may have occurred due to additional fluid on the chest through this episode, but was still in range of safe operating capability for shock. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service.